Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2020-01560. It was reported that when the pacemaker dependent patient presented via remote transmission, an alert for high ventricular rate was triggered. The electrograms exhibited noise on the right ventricular(rv) lead with single noise reversion episode. When the patient visited the clinic, noise could not be reproduced. Physician suspected that noise is external in origin. Programming changes were made. The patient was stable.